Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident is unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was done. According to the sap system no product was available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A separate MDR for cycler will be submitted for this event. All information available to the manufacturer at this time has been provided.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the pd patient was on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) and experienced abdominal pain during treatment. As a result the patient went to the emergency room. Follow-up with the patient's peritoneal dialysis nurse indicated the patient was hospitalized and diagnosed with acute pancreatitis. The patient was in drain 0 of the treatment, wherein they had drained 2200ml of 2500ml and cancelled the treatment. She further stated that the patient was discharged from the hospital on (B)(6) 2016 and is doing ok and completing their treatments on the cycler. It was also stated the adverse event was not caused or contributed by a fresenius product.

Manufacturer narrative:
Medical records were provided and have been reviewed by clinical staff. They did not contain dialysis treatment sheets, progress notes, admission notes, history and physical diagnostic results for review. There was no documentation in the medical record that indicated a causal relationship between fresenius products and pancreatitis. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The following is from the patient's medical records received from their treatment facility. According to the physician notes, the etiology of the pancreatitis was unknown but it was suspected to be due to the patient taking januvia as their hgba1c was 5.5.